Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system dhut down during a procedure. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.